Manufacturer narrative:
Correction: section h11, the manufacturer narrative should have filled with "UDI not available as the product information was not provided".

Manufacturer narrative:
The right atrial (ra) lead reported in a separate medwatch #mw5183402.

Event description:
Voluntary medwatch received states that the patient presented with right ventricular lead that exhibited low pacing impedance and high capture threshold. No intervention was reported. The lead remains implanted and in service. Patient status was not reported.